Event description:
22g 1" nexiva IV (intravenous) kit was used to place an IV (intravenous) site in a patient. After successful placement, the needle safety device did not disconnect from the IV (intravenous) catheter. The IV (intravenous) was removed from the patient and a new IV (intravenous) kit was used to start the patient's IV (intravenous).